Event description:
Caller reported that the insulin gauge displayed an amount different from expected, with the current fill estimate showing 19 units instead of the expected 180 units. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in reloading the same cartridge and decided to monitor the situation, with the option to follow up if necessary.